Event description:
It was reported to boston scientific corporation that a gold probe was used during a colonoscopy procedure. According to the complainant, the gold probe device would not heat up and cauterize, during the procedure. The device was not tested prior to placing it down the scope into the patient. No damaged was noticed to the device. Another gold probe device was used to complete the case using the same equipment. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a gold probe was used during a colonoscopy procedure. According to the complainant, the gold probe device would not heat up and cauterize, during the procedure. The device was not tested prior to placing it down the scope into the patient. No damaged was noticed to the device. Another gold probe device was used to complete the case using the same equipment. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Device code 918 relates to 1211 for the reported event: probe fails to deliver energy. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.